Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 9am. The patient reported blood glucose results of '156 and 125 mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. The patient denied developing symptoms; however, that same morning, the patient reportedly visited his physician's office. For reasons unclear, the patient was given food and/ or drink as treatment by a health care professional (hcp). After treatment, the patient obtained blood glucose results of '109, 105 and 114 mg/dl' with the physician's meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
Correction: updated gender from male to female. On (B)(4) 2012, a medical surveillance specialist (mss) spoke with the patient to obtain additional information. The patient tests her blood glucose 6-8x daily and manages her diabetes with metformin pills (2x daily). On (B)(6) 2012, the patient obtained a blood glucose result of "128 mg/dl" with the subject meter just before leaving her house to visit her physician's office. The patient denied making changes to her usual diabetes management routine. Shortly after leaving, the patient claims she felt symptoms of sweating, shaking and nausea. When the patient arrived at the physician's office, the patient obtained a blood glucose result of "109 mg/dl" with the physician's meter. The patient was given orange juice and sugar as treatment. About 10 minutes after, the patient reportedly felt better and obtained a blood glucose result of '114 mg/dl."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.